Event description:
I am a (B)(6) year old. Male and had experienced symptomatic bradycardia. I had notable for slow sinus rate and mobitz I av block. Therefore, I was referred for pacemaker implantation. Boston scientific leads (ingevity 7841 and 7842) and the pacemaker (accolade l331) were implanted on august 23, 2021. There were no post-op complications. The right rate settings on my pacemaker were adjusted on jan 6, 2022, to accommodate for my exercising. I'm very active and have been trying to continue with my endurance sport training. There are 3 primary problems I've identified. (1) day-to-day variability in max hr when running. Some days my heart rate will increase to the max rate (150 bpm) rather quickly whereas other days I'm barely able to reach a rate of 130 bpm. The same route were used for each of these runs. (2) sudden increase in hr (150 bpm) with minimal exertion while on a rowing machine or walking. This is likely related (in part) to arm movements during exercise. (3) variability in hr during periods of constant exertion during exercise. The rate can vary between 20-40 bpm minute to minute. I'm not sure if these problems are related to the medical device itself or how the pacemaker is sitting in the subcutaneous space / pocket. It could be both. Although I have not experienced a significant health problem with the problems listed above, I'm not sure if there will be more problems with my pacemaker in the future. I also do not know if other people have reported similar problems. I have asked boston scientific technical (B)(6) about these problems and they have not heard of anything like this before. I'm planning to meet with my doctor on (B)(6) to further explore what is happening. FDA safety report ID # (B)(4).